Event description:
During robotic assisted laparoscopic sleeve gastrostomy, when the gastric sleeve was being stapled to the pylorus, surgeon noticed that staples were not completely formed in the b configuration. The staples were removed and a new stapler with new lot number cartridges were used to perform the stapling. The rep from ethicon was present and was made aware of the device issue. At the end of the procedure the pt was noted to be in stable condition. Entire lot of staples were removed by the ethicon rep to avoid further use.